Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) clearlink system non dehp solution sets had defects preventing priming of the devices. One (1) set had constant air bubbles which resulted in an occlusion alarm on an unspecified pump during priming with amino acids. While the filter was inspected, a gap was noticed at the area proximal to the bag; further described as "when looking at other tubing this area to filter looks different" and "it sounds like air escaping" when a syringe was used to push and pull. Another filter was pulled which appeared to have the same defect. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction d4 expiration date: updated to n/a. Additional information: d9, h4, h6, h11. H11: one (1) actual device and a companion sample were provided for evaluation. Visual inspection of the returned samples did not identify any abnormalities that could have contributed to the reported condition. Pressure testing, clear passage under water testing, and priming testing were performed, and there were no defects observed that could generate the reported condition. Functional testing was performed connected to a spectrum iq pump with a flow rate of 125 ml per hour, and no defects were observed that could generate the reported condition. The reported condition was not verified. The second device was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.